Manufacturer narrative:
Please note that this MDR MFR report #:3005529799-2018-00623 was previously submitted to the FDA on 13jul2018; it was recreated per request by the FDA MDR data systems team representative. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: fse visited the customer account to address the reported event. During servicing, fse verified the error in the error log. Fse checked the sampling circuit for leaks or air and could not find any. Fse replaced the pressure sensor and performed impasse adjustment c-b=-149 (range -150 +/-10). Fse ran beta human chorionic gonadotropin (bhcg) with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed on 18-may-2017 through aware date 18-jun-2018. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 4017 spec.sy clog detected as specimen clog was detected. Troubleshooting for the error states that the item is not assayed. Repeat the assay.

Event description:
A customer reported error message 4017 spec sy clog detected with the aia-360 instrument. The customer reported that the issue has occurred before. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2), progesterone (prog), and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.